Event description:
It was reported that an electro gram revealed noise on the atrial lead. The lead was explanted and replaced when the associated device was extracted for eri. The patient was stable post procedure.

Manufacturer narrative:
(B)(6). Final analysis found that the lead was returned in two pieces. The insulation was abraded at 32.0cm to 32.5cm from the connector pin. The abrasions were consistent with exposure to constant friction against another device or feature of the heart.